Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty crossing the lesion/physical resistance can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices or accessory device support, and is not generally associated with a product quality deficiency. In this case, the lesion was reported as moderately tortuous, heavily calcified and 99% stenosed, which likely contributed to the reported difficulty. Balloon material ruptures may result from factors such as, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Return of the mini trek may have ultimately aided the investigation in determining a cause for the experienced rupture. However, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It is possible that as attempts were made to advance the catheter against resistance through the tortuous and calcified lesion, the balloon material may have become damaged (scratched) and weakened such that upon inflation attempt, the balloon ruptured. It should be noted that the instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. To ensure this type of occurrence is not a result of a potential product deficiency, the profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks online during the manufacturing process. All products are also leak tested online and a sampling of units is destructively tested to verify rated burst pressure and balloon integrity. Based on the information received with the reported event, the reported resistance/difficulty crossing appears to be related to circumstances of the procedure. Without the product to examine, a definitive cause for the reported balloon rupture could not be determined, although there does not appear to be any indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with a chronic total occlusion, moderate tortuosity, and heavy calcification. The guiding catheter and guide wire were engaged, and an attempt was made to advance the minitrek balloon; however, the device would not cross the lesion. Further attempts were made to cross with the balloon, and it ultimately crossed the lesion; however, a balloon rupture occurred soon after inflating, at 8 atmospheres. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.